Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels for the past few days from (420 mg/dl- above 600 mg/dl). The customer would use manual injections and bolus via the pump to stabilize bg level. Reportedly, the customer felt that pump settings seemed incorrect and could possibly be the cause of high bg's. The customer was instructed to consult with health care provider on pump settings. During the call with tandem technical support the customer noted air bubbles in the tubing. The customer was able to expel air bubbles by performing fill tubing. Reportedly, the customer had used the cartridge for 5 days. The customer was instructed to change supplies.